Event description:
On (B)(6) 2009, the pt underwent repair of a thoracic aortic aneurysm. A 22 fr gore introducer sheath with silicone pinch valve was advanced rupturing the external iliac artery. The right external iliac artery was anastomosed with a 10 mm dacron graft. After using the graft as a conduit to implant a gore tag thoracic endoprosthesis, an ilio-femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The vessel diameter needed for the sheath is 8.3 mm. According to the gore introducer sheath with silicone pinch valve instructions for use, ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result.